Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of compliant: USA. Customer indicated that during a surgical procedure, pl579t lot 52226883 failed to provide a clip during active bleeding from cystic artery which was retracted. This resulted in a delay in order to locate a replacement and additional time for the artery to further retract which caused added difficulty to case.

Manufacturer narrative:
No product at hand. The device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. No product available and therefore and analysis is not possible. No CAPA is necessary.